Manufacturer narrative:
B4: 01jul2021. The customer called technical support (ts), reporting that during preventative maintenance (pm), the device¿s navigation ring is not working; when a setting is opened up, it starts changing on its own (moving up and down). The biomed customer informed that the navigation ring was glitching, causing the units measurement to plus 1 unit then minus 1 unit. This caused the vent to be inoperable. This issue was discovered during our semi-annual pm. The fse replaced the front bezel to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called technical support (ts) reporting that the device¿s navigation ring is not working; when a setting is opened up, it starts changing on its own (moving up and down). The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Upon further investigation, the following has been reported that the issue was found during preventative maintenance. Therefore this complaint no longer meets reportability requirements.